Manufacturer narrative:
The engineering evaluation noted that the revision was likely the result of pain. Persistent pain and swelling can indicate loosening wear, or infection, and the location for the pain can be all over (generalized) or in one particular area (localized). However, the cause of the pain could not be determined as the devices were not available for evaluation and no further information was provided. Associated with 1038671-2019-00100.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2014. Revision due to pain. Surgeon revised a hip socket that was implanted back in 2014. Surgeon replaced the liner and the head. There was no delay to the case. The patient was stable when left the operating room.